Event description:
It was reported that the patient experienced the left shoulder pain where the implantable cardioverter defibrillator was implanted. The pain medication was taken but it did not resolve the issue. The patient underwent the pocket revision procedure and the pain issue was resolved.